Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing and a polarity switch had occurred. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.